Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0052 corrective. Action 6. The device was returned to the manufacturer for investigation. After evaluation, thermal damages on the plug could be found. This thermal damage most likely results from mechanical damage to the cable. There is no indication for a product related failure. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there were issues with a burnt input cable. Further information is not available.